Event description:
It was reported that pump charging port was loose, and customer had to wiggle charging cable at an angle to get pump to charge. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.